Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: dec 4, 2023. Microorganism name: "staphylococcus epidermidis". Bacteria count: unknown. Bacteria detection point: elevator wire channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, microbial growth was detected. The event can be detected/prevented by following the instructions for use which are described in the following chapters: chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. During a follow up with the facility, the customer stated that they received the scope back from (B)(4) (third party) previously and they cultured the device prior to putting it in service and the scope still tested positive. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no patient infections due to the reported contamination and that the scope was not used for a procedure after the positive result. The customer confirmed that the scope was reprocessed twice after confirmation of the positive culture. Reprocessing occurred on the following dates ((B)(6) 2023, (B)(6) 2023 and on (B)(6) 2023). The customer indicated that during precleaning, water is aspirated through the instrument/suction channel with a suction pump. Manual cleaning is performed within one hour after the procedure. The customer indicated that enzymatic detergent solution is used during manual cleaning. During the manual cleaning process the instrument, suction, balloon channel, air/water/ suction / biopsy valve is brushed. Additionally, the forceps elevator is brushed and flushed. The customer confirmed that the endoscope passed the leak test. For automated endoscope reprocessor (aer) treatment, an dsd edge 120v medivators machine (76595209) is used with enzymatic detergent and rapicide pa (disinfectant). The scope is stored in an unspecified scope cabinet. The customer reported no existing problems with the aer. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the scope is not eto sterilized. The last annual reprocessing in ¿ service training conducted by an olympus endoscopy support specialist was performed on 06jun2023. The customer confirmed that there had been no changes in reprocessing personnel since the last in-service training and that all reprocessing personnel are trained on how to properly reprocess an endoscope. The device was returned for evaluation. The evaluation uncovered that the transducer had some defects which may have contributed to its susceptibility to microbial contamination. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for unexpected contamination. The scope was sampled three times. During the first sampling, the scope tested positive for unspecified colony forming units (cfus) of staphylococcus, escherichia coli, enterococcous and micrococcous. During the second sampling, the scope tested positive for unspecified cfus of staphylococcus and escherichia coli. During the third sampling, the scope tested positive for unspecified cfus of enterococcous and yeast. The issue was found at maintenance during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.